Event description:
When cleaning instruments that had just been used in a surgical case, a lion jaw insert separated and fell off a needle holder. The piece that fell off is small; 1.2 cm long x 0.2cm wide. This could've fallen into the surgical wound unnoticed. I consider this a near-miss. FDA safety report ID# (B)(4).